Manufacturer narrative:
This additional information report was filled to update the fields. The device is not expected to return as it was abandoned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv ) lead was left capped due to product performance issues. Additional information revealed that the insulation moved back causing lead to not be screwed into place. This caused brady pacing not delivered when required and failure to sense. The patient underwent surgical intervention to replace a pacemaker due to normal battery depletion, and it was necessary to replace the rv lead. No additional adverse patient effects were reported.the lead is not expected to return as it was left capped.

Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv ) lead was left capped due to product performance issues. The patient underwent surgical intervention to replace the pacemaker due to normal battery depletion, and it was necessary to replace the rv lead. No additional adverse patient effects were reported. .